Event description:
It was reported that the lead exhibited increased capture threshold and low sensing. When repositoning was unsuccess- ful, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.